Event description:
It was reported that guidewire entrapment occurred. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). Atherectomy of the lesion was successful with this device. During removal from the patient, the catheter became stuck on the .014 non-bsc filter guidewire. The catheter and the filter guidewire were removed together as one unit. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a jetstream xc-2.4. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. The device showed that a guidewire was stuck in the device. The device could not be functionally tested for rotation as the electrical connector and baton components were cut from the device by the customer. The tip was removed from the catheter shaft and it was observed that the coating from the guidewire was occluding the bushing. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The jetstream device instructions for use lists the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The guidewire used was a barewire emboshield filter guidewire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). Atherectomy of the lesion was successful with this device. During removal from the patient, the catheter became stuck on the .014 non-bsc filter guidewire. The catheter and the filter guidewire were removed together as one unit. There were no patient complications reported and the patient's status was stable.